Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: during investigation, there were no power interruptions in black box download. Battery compartment was cracked alongside of pump. No damage to battery cap. Battery cap attaches securely to pump. Pump exercised with no power issues occurring..the battery cap contacts were found to be within specifications. The pump was opened and there was no damage found to the printed circuit boards.